Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study. It was reported that a death occurred. The patient had a watchman ® laa closure device implanted in (B)(6) 2011. At an unknown date, the patient passed away. No additional information is available at this time.